Event description:
Information was received that this smiths medical cadd administration sets experienced leaking around the filter area. It was reported that it was unsure how much of the doses the patient received when the leaking was noted. According to the report, the patient throwed away the medication bag and started over with a fresh tubing. No reported adverse effects.